Event description:
It was stated that the customer was taken to the emergency room with high blood glucose levels. Associated symptoms were ketones and vomiting. Prior to the hospitalization, it was stated that the customer had high blood glucose all day, even though the infusion set had been replaced. Troubleshooting was performed and the insulin pump passed the required tests. It was also mentioned that the insulin pump was not priming correctly and insulin was exiting in a stream.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.